Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/04/2016. One forcefxc was received for evaluation. The customer-reported condition was not confirmed, however, the service center did confirm that the unit failed rem testing and the unit was not alarming when it was should. The investigation isolated the failure to the unit needing calibration, but a root cause was not identified. The unit was calibrated to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer initially reported that the force fx-c unit was rebooting itself. The unit was returned for service and the covidien service technician reported that the generator failed the rem function test during initial evaluation. The unit was not alarming when it should. The technician noted that the generator&#62688;rem alarm should illuminate (red) and the unit should stop producing energy output when the rem input impedance is set to 150 ohms. The generator failed this step and would not trigger the alarm until between 151 and 154 ohms. No injury was reported and no additional information was provided.